Event description:
It was reported to philips the one month old patient presented with bronchospasm and later ventricular fibrillation. Medical personnel began CPR and attempted to use the defibrillator device. It was reported the device did not work. Two attempts were made but the device did not provide an electric shock. The patient's current condition is reported as under medical observation. The customer reported a delay in treatment during CPR. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that a one-month-old patient presented with bronchospasm and later ventricular fibrillation. While the patient was receiving anesthesia before a right inguinal hernia surgery, medical personnel began CPR and attempted to use the defibrillator (in manual mode with external pediatric paddles). Two attempts were made to shock the patient, but the device did not provide an electric shock. When this device did not provide a shock, there was a 45 second delay in therapy while the hospital¿s personnel obtained another defibrillator. According to the facility, although the patient was not harmed, the event resulted in the stay at the hospital being extended one additional day. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by a non-philips service center engineer and has been investigated by the philips complaint handling team. A non-philips service center engineer evaluated the device, and the engineer determined the device functions as designed. Device logs and patient event files were not provided to philips for further review; however, three pictures were to provided philips. A philips product support specialist reviewed these pictures. All three pictures showed software error logs, but no picture showed a complete software error log message. Because none of the pictures included a complete error log message, we could not make a determination regarding device performance. Based on the information provided and the testing conducted, there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time.